Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system cannot start up. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed the contact issue of dvi video connectors. Fse re-seated the dvi connectors and secured them tightly. After reseating the dvi video connectors, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.